Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. It was unable to perform the basic occlusion test and occlusion test due to the broken reservoir tube lip. However, it had normal operating currents and it passed the unexpected restart error, rewind, displacement, prime and excessive no delivery tests. The device had a minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring and missing end cap sticker.

Event description:
The customer's mother reported via phone call that they went to the doctor and noticed the insulin pump had a crack at the reservoir compartment. Customer's blood glucose value was 333 mg/dl. She did not recall any events leading to the damage. It was advised to discontinue the use of the device. The mother stated that the customer reverted to manual injections per doctor's instructions and that might be the reason why her blood glucose elevated. The insulin pump was replaced and returned for analysis.